Event description:
The patient contacted animas on (B)(6) 2013, reporting that they had high blood glucose (bg) occurred twice in the 400-500mg/dl range. The patient stated he had to take injections to correct high bg, but the patient stated that most recently he took an injection from same vial of insulin that cartridge had been filled with and his bg did not respond. The patient used a brand new vial of insulin, took another injection and his bg responded several hours later to 100 -150mg/dl. The patient never checked for ketones and had no symptoms to report. Customer support (cs) went through troubleshooting with the patient and instructed the patient that the insulin vial was being used to fill cartridge and to correct bg initially was the reason that his bg would not respond. Cs instructed the patient that if he is pressurizing the insulin vial, that is correct procedure, but he had been using refrigerated insulin which is not correct procedure. The patient does not want any instructions, the patient has discontinued use of the pump without any other concerns or complaints about pump function. Cs instructed the patient that the procedure to pressurize the insulin vial allows the cartridge to fill gradually and correctly. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient using refrigerated insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient using refrigerated insulin).